Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle were broken. 2 of 2 files related. The following information was provided by the initial reporter: 3 np needle broken.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?yes. D9: returned to manufacturer on: 04-oct-2023 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10

Event description:
It was reported that 3 of the bd nano¿ 2nd gen pen needle were broken. 2 of 2 files related. The following information was provided by the initial reporter: 3 np needle broken.